Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the patient was in the intensive care unit (ICU). The patient rep stated that they could not arouse the patient. The patient rep wanted to know if there was local support to have the pump interrogated.